Manufacturer narrative:
The reported complaint of over-sensing resulting in pacing inhibition during the auto capture test was confirmed. Based on the information provided, it was determined that the hardware was in a transient state while setting up for the autocapture test and produced a glitch that resulted in a potential being sensed. Since this potential met the characteristics of an r wave in timing and magnitude, the ventricular pulse was inhibited. Over-sensing during auto capture set up is expected for up to a cycle. The device is performing per design.

Event description:
It was reported that oversensing resulting in loss of pacing with no backup pacing was observed on the device during an autocapture threshold test. Autocapture was reprogrammed off to resolve the event. The patient is intermittently pacemaker dependent but did not experience any adverse events or symptoms due to the event. The patient was in stable condition.